Manufacturer narrative:
(B)(4): no eval explaination: not returned to manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. It was noted that the right ventricular (rv) lead was fractured. The lead integrity alert triggered due to oversensing and high impedance. The rv lead was explanted and replaced. After extraction of the rv lead, it was observed that the atrial lead impedance had decreased. A atrial lead insulation issue was suspected. The atrial lead was also extracted and replaced. No patient complications were reported as a result of this event.